Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced right master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the customer was unable to control the instruments using the right-hand controller. Before contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer attempted to move the instrument to arm 4, and the issue persisted followed. The customer also power-cycled the system and re-draped it, including reseating the sterile adapter. The tse instructed the customer to perform an additional power cycle, confirm the finger clutch was enabled in the surgeon console settings (confirmed enabled), and reassign the affected arms to the left-hand controllers, which functioned normally. The customer reported no physical damage to the clutch buttons and replaced the monopolar curved scissors (mcs) instrument; however, the issue persisted. The customer confirmed that the procedure was converted to open surgery. The patient tolerated the conversion, and no patient injury was reported. The patient¿s current status is unknown.